Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Manufacturing reference number-2017865-2020-08875. It was reported that the right ventricle lead exhibited capture problem and the atrial lead exhibited impedance issue. The leads were capped and replaced on (B)(6) 2020. No additional information and patient condition was reported.